Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an in-clinic visit, an inappropriate mode switch episode was noted due to noise. The patient was asymptomatic. No changes were made and the lead remained implanted.